Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level running from 300 mg/dl to 400 mg/dl. The customer did not report symptoms and treated with manual injections and the insulin pump. Customer's blood glucose value was 311 mg/dl at the time of the call. Customer reported that the high blood glucose levels began recently and that their insulin pump had been alarming insulin flow blocked. Troubleshooting was not completed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.